Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011. The fse replaced aspirate probe.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leaking aliquot probe on cta (closed tube aliquotter) for unicel dxc 600i synchron access clinical system. The customer stated multiple samples were flagged as qns (quantity not sufficient). There was no evidence of operator exposure or effect to patients.